Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The company service representative replaced the sensor cable and the unit was repaired to correct issues with the loose screws. He also replaced the bottom and side covers. The service representative performed the calibration and self tests. The unit was tested and all functions met specifications. (B)(4).

Event description:
The customer reported that an error code displayed and that there were loose screws floating around inside the detector.